Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the cylinders not inflating when the device is pumped. All components of the device were explanted and replaced with a new ipp. There were no patient complications reported.